Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a right transfemoral tavr procedure with a 23mm sapien 3 ultra valve, the valve was successfully deployed, and upon removal of the devices, the distal portion of the 14fr esheath+ was observed to be torn, and the liner was torn. Per report, there were no difficulties encountered during insertion or withdrawal of the devices. There was no injury to the patient.

Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was returned for evaluation. The device was visually examined, and the following was observed: the liner was partially expanded starting at distal strain relief. There was a liner tear starting approximately 5 inches from the distal strain relief throughout the remainder of the shaft. The distal tip opened as designed, and there was no distal tip tear noted. There was hdpe stretching at the distal tip. Dimensional inspection liner thickness was measured along the liner tear; all measurements were found to be within the specification. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The 3mensio imagery was provided by the site, and there was tortuosity in the patient's right access vessel and abdominal aorta. As the alleged reported event of a distal tip torn was not observed on the returned device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, no further actions are required at this time.